Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and a multiple battery alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s parent stated that the insulin pump alarmed motor error then followed by an off no power, weak battery, failed battery test and a battery out limit alarm. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. No battery alarm troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, the insulin pump error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test. No unexpected battery out limit, battery power loss, failed battery test or weak battery alarm noted. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.